Event description:
Additional information was received which indicated the patient experienced shortness of breath (sob). The rv lead exhibited no capture or sensing. A chest x-ray and echocardiogram were performed, which indicated the rv lead was fractured. Subsequently, a revision procedure was performed, and it was discovered the ra lead was also fractured. The ra and rv leads were explanted and replaced. The pacemaker remains in service. The reported clinical observations were believed to be due to the lead fractures. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. Troubleshooting was performed and in the bipolar configuration the thresholds and pacing impedances were high. In addition, the device's trend graphs indicated in october the pacemaker had declared a lss due to high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. The ra and rv leads were left in the unipolar configuration, and would continue to be monitored. This pacemaker system remains in service. No adverse patient effects were reported.